Event description:
Customer reportedly rec'd results of 93 mg/dl and 173 mg/dl within 10 mins on the active sys. No high or low blood glucose symptoms reported with these results. No action taken based on device results. Controls were run one week ago and were in range. No adverse event reported. Requested return of suspect device and replacement was sent.